Manufacturer narrative:
(B)(4).

Event description:
It was reported "system error 3 pump/valve controller error". Additional information states that the issue was found prior to use. The pump console was swapped with another to begin therapy.

Event description:
It was reported "system error 3 pump/valve controller error". Additional information states that the issue was found prior to use. The pump console was swapped with another to begin therapy.

Manufacturer narrative:
(B)(4). The reported complaint of "system error 3 pump/valve controller error" is confirmed based on the attached picture. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.